Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Vaevscystefjernelse - "2 pieces of the seal fell/were cut off the seal during surgery. They could not find the black piece of the seal after the incident so they suspect the piece is still in the patient. As the piece cannot fell of by itself, the piece is probably cut off by the lap. Scissor."

Manufacturer narrative:
Correction - only lot# 1206538 returned. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the duckbill and septum were torn, and the shield was missing. No additional damages or defects were noted. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.